Event description:
It was reported that on two occasions patients were reportedly burned during MRI scans. The first incident reportedly occurred the following month involving a pt reportedly received 3rd degree burns on their stomach under the electrodes during an abdomen scan. After several attempts, the manufacturer was unsuccessful in obtaining additional information from the hospital regarding treatment or current condition of the reported patient burns.